Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a crack in the optic after the iol was inserted into the eye using the iol delivery system. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.